Event description:
It was reported postoperatively that the patient went in for a routine follow-up visit and noted recent palpitations. The patient underwent an echo which demonstrated regurgitation. The valve was explanted and replaced with an unknown valve. The patient is reporting to be doing well. Additional information has been requested.